Manufacturer narrative:
(B)(4) the reported field event of undersensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported undersensing anomaly could not be determined. (B)(4)

Event description:
It was reported that during non-related visit to the hospital, intermittent undersensing was observed. The ICD was explanted and replaced. The patient was stable following the procedure.